Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that after reprogramming the patient had the desired coverage of their pain pattern. It was noted that the exact cause was unknown, but both issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that a reprogramming was scheduled with the patient for (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported that stimulator is not working like she needs it to - stim is not going to the right area. The event date was unknown. Patient reported she had a fall in (B)(6) 2017. Patient did go to her pain doctor, the date was unknown. A rep reprogrammed the device. Patient did not know the date. Patient was calling to have her programming checked. Patient was redirected to their hcp. No further complications were reported/anticipated.